Event description:
It was reported an issue with novosyn suture. The client reported that in the last operation, these broke apart at the transition from thread to suture. Operation could be carried out replacement product was available no delay. No damage, hazard. One product is available for examination.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no in stock in b. Braun surgical's warehouse. One of the involved needles has been received for analysis. The used needle sent back shows some marks near the breaking area. On pictures, we can see some impacts due to a needle holder on this area. The instructions for use specifies the needle must not be hold by the drilled area. Needle bending strength results of the involved needle returned from customer has been analyzed and the results are 13.6 nxcm in minimum, fulfilling the product specifications of 10.8 nxcm in minimum. Reviewed the needle batches manufacturing records, the results for bending strength were 13.95, 14.31, and 14.85 nxcm in minimum, fulfilling the product specifications of 10.8 nxcm in minimum. As informed in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. In this case, the handling of the needle is probably the root cause of the broken channel end of the needle. Final conclusion: although the results of the used sample received fulfils b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the used needle received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.